Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed a high glucose value (exact value not provided), prompting the patient to visit the school nurse. Based on the pump-generated recommendation on the tandem t: slim x2, the nurse manually administered an insulin correction dose; however, the parent was unable to recall the number of units delivered. At approximately 11:00 am, the pediatric patient began crying, reported feeling unwell, and nearly fainted while at school. The school nurse obtained a manual fingerstick blood glucose (fs bg) measurement, which was 48 mg/dl, while the cgm displayed 160 mg/dl. The nurse administered apple juice and another unspecified item. When the parent arrived at the school, the patient was reported to be feeling better. A fs bg measurement was approximately 200 mg/dl. The cgm continued to display a value above 200 mg/dl, although the parent could not recall the exact reading and believed it to be inaccurately higher than the fs bg result. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm displayed a high glucose value. The reported glucose values fall within the d zone of the parkes error grid when the school nurse obtained a manual (fs bg) measurement. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.